Manufacturer narrative:
Per customer, all qc results were within specification. A bci field service engineer inspected the unit and performed a preventive maintenance. Fse replaced aspirate probes and performed system check which met specification. Fse advised customer to replace aspirate proves every 2 week and perform system check every 7000 tests. Fse found the pick and place dirty and the unit misaligned. Although hardware maintenance issues observed may probably be a contributing root cause to this event; a clear root cause can not be identified.

Event description:
A customer contacted beckman coulter inc. (Bci) to report several erroneously high results for the following assays: accutni, hybritech psa, tsh, bhcg, vitamin b12, thgab, tg, cea, ov monitor, fsh, lh, prolactin, and pth. The results were generated by unicel dxc 800 access chemistry analyzer. The results were reported out of the laboratory. The high results were within the following ranges: accutni (0.114-2.127ng/ml), psa (23.06-43.94 ng/ml), htsh (6.41-39.43 uiu/ml), tbhcg (9.00-302 miu/ml), vitamin b 12 ( >1107 pmol/l), thgab (7.0-71.5 iu/ml), cea (5.1-114.60 ng/ml), ov monitor (119-985 u/ml), fsh (79.7-104.0 u/l), hlh (149.7- >250 miu/ml), prolactin (35.9 ng/ml), and pth (40.40 pmol/l). All samples were repeated and lower results were reported. Patient treatment was not impacted with regard to this event.